Event description:
Consumer complaint of blood results reading "hi". Customer did not have any more strips to perform blood test at the time of the call and could not give the lot number of the strips last used. Last 5 results in memory were "hi", 461mg/dl, 301mg/dl, 247mg/dl, and 307mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/12/2014).